Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device data logs showed that the device had pediatric pads installed. The device generates an error during the self test due to having pediatric pads installed. The device requires adult pads to be stored with the unit. This report has been closed as device stored incorrectly. Analysis of reports of this type has not identified an increase in trend.